Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed the proximal conductor was fractured. Blood/body fluid was present on all conductors (no obstructed). The outer tubing was kinked/buckled, the outer insulation was breached cut and had cosmetic environmental stress cracking and had a cosmetic depression.

Event description:
It was reported that there was variable impedance, noise and a lead warning on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was variable impedance, noise and a lead warning on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.